Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level as high as 513 mg/dl with large ketones. The customer went to the emergency room (ER) and was treated with lantis and fluids. The customer left the ER with a bg level of 331 mg/dl. During troubleshooting with tandem's technical support, it was noted that there were air bubbles in the patient line and the contact primed the air out.